Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The patient¿s outcome was not considered to be device related. It was noted that the device was functioning properly and was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was anoxic brain injury. The patient withdrew care on (B)(6) 2023. The outcome was not device or therapy related as the device was functioning properly. The pump was not explanted.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.